Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that per electronic perclose proglide instructions for use (eifu) states: when pushing the plunger assembly to advance the needles, stabilize the device to ensure the device does not twist or move forward during deployment. Twisting the device could lead to needle deflection resulting in a needle to cuff miss. Do not use excessive force or repeatedly push the plunger assembly. The reported difficulty and subsequent treatment appear to be related to combination user possible error, interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a carotid artery stenting interventional procedure. Reportedly, a cuff miss occurred since the plunger was not pushed down completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.